Event description:
In this event it is reported that proultra endo tip #4 broke during use. No injury.

Manufacturer narrative:
Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Manufacturer narrative:
Customer returned 2x puendo4 in an autoclave bag. Using microscope visually checked tip. Instruments was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. No unopened product was returned for additional testing. Root cause of breakage cannot be determined.